Event description:
A surgeon reported that a pt with an intraocular lens (iol) implant is experiencing streaks/halos around point sources of light under nighttime conditions. This is the second intraocular lens the pt has had in this eye. The pt also experienced halos with the first iol. The association between these symptoms and the iol is not known. Additional information has been requested.

Event description:
Additional info provided by the implanting surgeon stated that she felt the intraocular lens (iol) was not deformed. She indicated the pt's symptoms may have been due to a myopic shift that occurred postoperatively.